Manufacturer narrative:
(B)(6). Evaluation of the photos and returned sample confirmed the hole in the tubing. Review of the device history record is not required as this is covered under CAPA (B)(4). Refer to CAPA (B)(4) for documentation and action plans.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing leaked through a hole at the end of the tubing during sample collection. No mucous membrane exposure. No serious injury, no medical intervention. No mucous membrane exposure reported.